Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at 466mcg/day via an implantable pump. It was reported that on december 11th there was a faint noise coming from the pump. They called the healthcare provider and then rushed the patient to the ER (emergency room). The patient¿s mother states they were told by the healthcare provider the pump had been empty for 2 days and the pump had been alarming for 10 days. The reporter also mentioned there was a missed refill date. The reporter was upset and does not believe the information they were told is true because they were told if the pump were to alarm, they would know right away. The reporter wanted to speak to a company representative.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no signs or symptoms of baclofen withdrawal when the patient was seen in the ed (emergency department) on 1(B)(6)2020. The actions and interventions taken to resolve the empty pump was the pump was refilled and alarms reset on (B)(6)2020 in the ed. The cause for the patient/family member not hearing the pump alarm was not determined. The family stated they did not hear the alarm at any time.when the physician/ nurse were in the ed room, the alarm could only be hear when it was completely quiet. The actions and interventions taken to resolve not hearing the pump alarm was the family was re-educated on pump alarms while in the ed emphasizing the difference in a non-critical and critical alarm. No alarm tests were done. The device was still implanted.